Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and failed audio test and serial number verification. An alarm/alert manual test was performed and failed. The speaker/vibrator resistance was measured and failed and noted speaker resistance ~150omh. An internal visual inspection and passed. The performance data was reviewed finding errors related to the complaint. The allegation was confirmed as no audio output via product. The probable cause was determined to be a defective speaker via product. No injury or medical intervention was reported.